Manufacturer narrative:
Unknown when infection started. Unknown part number was provided regarding the helical blade. Item reported based upon partial information provided. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail approximately 3 weeks prior. Patient developed an infection and presented with continual drainage from incision. A decision was made to remove the implant and an antibiotic spacer was implanted. No further information available. Partial part numbers for end cap, helical blade and locking screw which was associated with the case; however, no information to identified how the parts were affected in the case. Sales consultant was not able to clearly identify the part numbers or lot numbers associated with all of the three items. It was reported that all items will not be returned. There are 4 devices associated with this complaint. This report is 4 of 4 for v.